Event description:
The patient reportedly experienced intermittencies and fluctuations in volume, followed by loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is not functioning. Surgery to explant the patient's device has been scheduled.